Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify what was the suture deficiency observed post-operatively? Did the suture break? Please describe. Will be device returned? If yes, please provide tracking information and shipment date? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported by vet that the animal underwent a cystotomy procedure on (B)(6) 2021 and the suture was used. Four days post-operatively, the surgeon was only able to find one knot of the suture that was placed on the bladder. Additional information requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 12/15/2021. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please clarify what was the suture deficiency observed post-operatively? The suture was missing/dissolved. Did the suture break? Unknown. The suture line originally was a simple continuous with a knot at both ends. During the post-op explore, only one knot was located at one end. There was no suture line or knot on the other end of the incision. Will be device returned? No.